Manufacturer narrative:
Follow-up #1 date of submission 08/29/2016-correction to suspect medical device serial #. Correction to initial reporter name: (B)(6).

Manufacturer narrative:
Follow-up #2: date of submission 02/07/2017 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 01/17/2017 with the following findings: during investigation, the pump failed to power on. The display, keypad buttons, rewind, load, and prime testing, and 24 hour testing could not be performed due to no power to the pump. The battery compartment was cracked above and below the bumper pad. The returned battery cap was unable to secure properly to the pump. A test cap was able to secure to the pump. Moisture corrosion was found in the battery compartment. A leak test was performed and failed due to a leak in the battery compartment. The pump was opened to find no further evidence of moisture. No power to the pump was due to moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was reported that there was an intermittent power issue. It was also reported that the threads of the battery cap wer stripped and there was moisture ingress to the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.